Manufacturer narrative:
D4: lot: suspected lot: h23i36067. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue between the dark blue female connector and the light blue main body of a minicap transfer set which resulted being unable to disconnect from the solution bag. This was described as ¿unable to unscrew from solo bag. The set was not unscrewing in between dark blue and light blue parts¿. This occurred when the patient needed to disconnect after treatment for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11: the device was not returned and the lot number is unknown (the suspected lot number reported was not recognized by vantive); therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.